Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive clock monitor frequency error alarms even after battery change. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a frozen screen due to a problem with the interface board. Unable to confirm the clock monitor frequency error alarm due to the frozen screen. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube noted.